Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed energy recognition. The instrument passed the cut and seal test attempts. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer reported the vessel sealer was not cauterizing or achieving hemostasis. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. During a left hemicolectomy and while dissecting down the adhesion and right when the procedure started, they observed the instrument was not working. They could not stop the bleeding which was about 2cc's. They were able to obtain a backup instrument to complete the procedure without issue. The patient did not experience a serious deterioration/clinical instability due to delay in hemostasis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.